Event description:
It was reported to medtronic neurosurgery that during the implantation surgery the physician found that the shunt was broken. A new shunt kit was used to complete the operation. It was also reported that the device never contacted the patient and that the patient was overall ok.

Manufacturer narrative:
The valve of the returned shunt kit was patent. It met all of the requirements for the reflux, preimplantation, leakage, and pressure-flow tests. A review of the manufacturing records showed no anomalies 23.3 cm. Of the ventricular catheter of the shunt kit was returned. The catheter met requirements for the leakage test. A review of the manufacturing records showed no anomalies. 96.6 cm. Of the peritoneal catheter of the shunt kit was returned. The catheter did not meet requirements for the patency and leakage test due to a tear that was located 53.3 cm. From the distal flow holes. It is unknown how or when the damaged occurred. The catheter met requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. (B)(4).